Event description:
On (B)(6) 2014, the reporter contacted animas alleging that only high blood glucose values were showing in the pump¿s history. There were no numbers specified and no symptoms listed, which does not meet animas criteria for an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/30/2014 with the following findings: the last basal delivery was on (B)(6) 2014. There was no activity outside of normal use observed. The recorded total daily dose of insulin added up and equaled the programmed basal rate target. The pump reflected 24 units after a 24 hour duration test. No meter was returned, so the pump was paired with test meter and all bg readings were recorded at the correct time and order after a bg reading test. The product performed within specification and investigation was unable to duplicate the complaint. Unrelated to the initial allegation, the display contrast was dim and pinkish.